Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, black particles in device outer surface, break on plug strap and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identify: one striated opening and a sharp break on the plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one striated opening assessed as surgical damage, and a sharp break on the plug strap assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side capsular contracture, baker grade ii, "over 300cc of fluid were drawn [on unspecified side]" and "ruptured". Device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade ii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade ii, "over 300cc of fluid were drawn (on unspecified side)" and "ruptured". Device has been explanted.